Event description:
A customer reported a cartridge change error with their pump. They declined to provide information on whether their blood glucose exceeded 500 mg/dl, so there was no reported impact to the customer¿s blood glucose level. The customer was instructed by technical support to inspect and clean various parts of the pump, discard the faulty cartridge, and attempt loading a new one. When the error persisted, it was concluded that the pump needed replacement. The customer, whose pump was out of warranty, would use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode before returning it to tandem for replacement.